Manufacturer narrative:
Other relevant device(s) are: product ID: 9733678, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the power cord was found split at the plug attachment. The power cord was replaced. The system then passed the system checkout and was found to be fully functional. Visual/physical examination and functional testing was conducted on the returned cable. As reported, the cable has been cut at the base of the plug on the returned cable. The internal wires have been exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the power cord was found to be split at the plug attachment during planned maintenance (pm). The system was stated to otherwise function normally. No patient present.